Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported detecting downstream occlusion only at high pressures, which was confirmed but not reproduced during evaluation. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. The device passed further testing and the cause was unable to be determined. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump was detecting downstream occlusion only at high pressure during preventive maintenance testing. It was also reported there was no patient involvement.